Manufacturer narrative:
Evaluation summary: having checked, the scope has no issue.

Event description:
One of ed34-i10t was installed on oct. 19 and the hospital found that the bending part became s shape after adjusting angle. The other scope is normal after adjusting angle. The hospital asked to replace a new scope. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.